Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident attempts were made to obtain complete patient information.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated. Date of explant is estimated. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-21249, related manufacturer reference number: 1627487-2020-21250. It was reported the patient experienced ineffective therapy. Surgical intervention was undertaken to explant and replace the ipg and leads on the estimated date of (B)(6) 2015.